Event description:
It was reported that resistance was encountered as the sds was being tracked over a guide wire, while still outside of the pt. During the withdrawal attempt, the tip separated from the device and was removed from the guide wire. The device never entered the pt.